Event description:
Event description guidant received information that this right ventricular lead exhibited impedance measurements higher than 2500 ohms. An x-ray revealed a possible fracture. Upon opening the pocket, it was noted that the lead was crimped and fractured at the site of the suture sleeve.